Manufacturer narrative:
The customer was contacted for the return of suspect device. The device has not been returned to zoll for evaluation.

Event description:
Complainant alleged that while attempting to pace an 82-year-old male patient, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.